Event description:
The following was reported through a review of the article titled, ¿five-year outcomes of single trabecular microbypass stent implantation with phacoemulsification in korean patients.¿ reportedly, following cataract plus trabecular microbypass stent procedures in a total of forty-two (42) eyes, six (6) eyes presented with postop transient intraocular pressure (iop) increase, and five (5) eyes presented with hyphema. Additionally per report, of the five (5) eyes with a hyphema, one eye had a mispositioned stent which required repositioning, one (1) eye had stent obstruction which resolved after yag laser treatment, one (1) eye had "vitreous prolapse" which resolved with yag laser treatment, one (1) eye had a cyclodialysis cleft, and one (1) eye had what was described as a "severe anterior chamber reaction". The report also noted that an additional four (4) eyes with advanced-stage disease, prior co-morbidities, and on maximal antiglaucoma medication required further glaucoma surgery. Any omitted information was not available at the time of report. Please see attached article for further details. Reference doi 10.1007/s40123-023-00824-8. This report references the cases of hyphema, vitreous loss, cyclodialysis cleft, and unspecified "anterior chamber reaction".

Manufacturer narrative:
Additional information: a2, b6, b7: mean and mode used. H6 (patient code 4): 4580 b3: awareness date used for date of event. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema, vitreous loss, and eye injury are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00118 for the cases of malpositioned stent and stent obstruction.